Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stents: precise prorx, express sdrenal/biliary. Other: heparin. The product used during the procedure was not returned which could have aided in the determination of the cause, however, the unsuccessful recovery during the procedure can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, device placement technique, and accessory device support. Based on available information and the absence of the device for analysis, a conclusive cause could not be determined. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this report.

Event description:
It was reported via trial that during a left internal / common carotid artery stenting procedure, during recovery of the emboshield nav6 embolic protection device, the nav6 recovery catheter was unsuccessful, but a non-abbott device successfully recovered the embolic protection device. There was no adverse patient sequela reported. One day post procedure, the patient was discharged to home. Although requested, there was no additional information provided.